Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to sepsis. The device operated as intended. The patient presented with fungemia in the blood stream that became sepsis. The family decided to withdraw care. The outcome was not device or therapy related and the device would not be explanted.